Event description:
A caller reported encountering cgm error 42 several times on the pump, although it was not reset for this error in the last 24 hours. Technical support decided to replace the faulty pump as it was still under warranty and confirmed the shipping address for the replacement. The caller was instructed to put the malfunctioning pump into storage mode and return it using a pre-paid label within ten days, which the caller understood and acknowledged. There was no adverse impact on the customer's blood glucose level, and the customer chose to continue using the current pump as backup therapy to ensure uninterrupted insulin delivery.